Manufacturer narrative:
Implant regio 16 fractured. Construction was a single crown. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading after more than 10 years in situ. Re-submission and re-coding. Original initial and final report did not pass FDA gateway.

Event description:
Implant fracture.